Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two bursts of anti-tachycardia pacing (atp) and two shocks as inappropriate therapy for a suspected atrial fibrillation (af) with rapid ventricular response (rvr). The device programmed setting were reviewed and compared with the stored episodes and it was found the episodes do not match the programmed settings to prevent the delivery of inappropriate therapy. The calling field representative was advised by technical services (ts) about the options and possible programming options available to hopefully prevent this from reoccurring in the future. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two bursts of anti-tachycardia pacing (atp) and two shocks as inappropriate therapy for a suspected atrial fibrillation (af) with rapid ventricular response (rvr). The device programmed setting were reviewed and compared with the stored episodes and it was found the episodes do not match the programmed settings to prevent the delivery of inappropriate therapy. The calling field representative was advised by technical services (ts) about the options and possible programming options available to hopefully prevent this from reoccurring in the future. No additional adverse patient effects were reported. At a later date, the device was explanted and replaced due to normal battery depletion with no report of any issues or adverse patient effects. The device has been returned and analyzed.

Manufacturer narrative:
Amendment. Corrected fields: e1 initial reporter. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two bursts of anti-tachycardia pacing (atp) and two shocks as inappropriate therapy for a suspected atrial fibrillation (af) with rapid ventricular response (rvr). The device programmed setting were reviewed and compared with the stored episodes and it was found the episodes do not match the programmed settings to prevent the delivery of inappropriate therapy. The calling field representative was advised by technical services (ts) about the options and possible programming options available to hopefully prevent this from reoccurring in the future. No additional adverse patient effects were reported. At a later date, the device was explanted and replaced due to normal battery depletion with no report of any issues or adverse patient effects. The device has been returned and analyzed.